Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's carbohydrate ratio settings were entered incorrectly. The customer had entered a value of 1u:77g rather than the intended value of 1u:7g. Customer's blood glucose was 170 mg/dl. Reportedly, the customer corrected the setting and resumed insulin therapy.